Event description:
The customer reported that a saline solution was mistakenly spilled at the back of the 840 ventilator. The ventilator stopped cycling on a pt as a result. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and replaced the analog interface pcb. The unit passed extended self testing.